Event description:
The laser system had fluctuation of power output and energy drop during treatment. We are unaware about pt injury.

Manufacturer narrative:
We are waiting to receive more information from the distributor. Additional serial #'s: (B)(4).